Manufacturer narrative:
The device was manufactured on 04/23/2010, which is prior to UDI implementation. This device does not have an UDI, and no UDI will be listed in this report.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of foam contamination. During the evaluation, contamination of foam particles inside the blower kit was visible.

Manufacturer narrative:
In the previously submitted report box-g 510k number was incorrect. The 510k number in the box-g has been updated/corrected in this report.